Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2024 after experiencing a heart failure episode. The patient had received eight appropriate shocks for ventricular fibrillation (vf), however none of them converted the patient from vf back to sinus rhythm. Two of the shocks delivered were with reversed polarity with an alert for high out of range shock impedances of greater than 125 ohms. At this time, it is unknown if these high shock impedances affected the efficacy of the shock delivery. The field was inquiring why this data was not originally transmitted until three days after the patient passed, on (B)(6) 2024. Technical services suspected the patient was not near their communicator at the time of all of this happening. All evidence indicates the ICD remains in situ and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of memory noted two high voltage system faults for "shock lead open" on (B)(6) 2024. Multiple shocks were confirmed to have been delivered on (B)(6) 2024, with the last tachycardia shock delivered with the lead impedance values saturated. No other suspicious fault codes or resets were noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2024 after experiencing a heart failure episode. The patient had received eight appropriate shocks for ventricular fibrillation (vf), however none of them converted the patient from vf back to sinus rhythm. Two of the shocks delivered were with reversed polarity with an alert for high out of range shock impedances of greater than 125 ohms. At this time, it is unknown if these high shock impedances affected the efficacy of the shock delivery. The field was inquiring why this data was not originally transmitted until three days after the patient passed, on (B)(6) 2024. Technical services suspected the patient was not near their communicator at the time of all of this happening. All evidence indicates the ICD remains in situ and no additional adverse patient effects were reported. Additional information indicated the ICD was removed from the patient's body and returned for analysis. The returned ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of memory noted two high voltage system faults for "shock lead open" on (B)(6) 2024. Multiple shocks were confirmed to have been delivered on (B)(6) 2024, with the last tachycardia shock delivered with the lead impedance values saturated. No other suspicious fault codes or resets were noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.